Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 3-4mmol/l with dizziness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient was instructed to use 70% temp basal for exercise but they should have been using -70%. Customer support (cs) instructed that the patient follow-up with their healthcare professional (hcp). This report is being made due to the patient¿s alleged hypoglycemic event that resulted from using incorrect temp basal

Manufacturer narrative:
The reason for the adverse event has been attributed to use error ( using incorrect temp basal) not (patient deciding to put a different bg value in ez bg and not use the suggested dose the pump recommended) as previously reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient deciding to put a different bg value in ez bg and not use the suggested dose the pump recommended).